Event description:
It was reported that the tubing of a peritoneal dialysis (pd) transfer set separated from the patient connector which resulted in a fluid leak. This issue was further described as, ¿leak was where the line broke out of the transfer set and the patient¿s catheter was open¿. This event occurred during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between tubing and twist clamp. The reported condition was verified. The cause of the separation was torn tubing, however the cause of the torn tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.